Manufacturer narrative:
Patient identifier and weight were unavailable from the journal article or by the authors. Patient age and patient sex not made available the journal article or by the authors. The article reports that the mean patient age was 52 and the consisted of 18 male and 48 female patients in the study. Therefore 52 years old and female were used. Event date is approximated. Date provided is when the journal article was accepted. Citation: shamik chakraborty, salvatore zavarella, sussan salas and michael schulder. Intraoperative MRI for resection of intracranial meningiomas. (2017). Journal of experimental therapeuics and oncology, vol. 12, pp. 157-162. The exact system information could not be determined as it was not provided. However, the system listed on this form was at the address listed in the article during the time some of the surgeries were completed. Device UDI not provided as this product is no longer manufactured. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Multiple attempts have been made to obtain additional information. No further information provided in the journal article or from the authors. The author could not provide any additional information or insight as he was not at the site when the surgeries were performed. No request for service have been received from the customer regarding these events. No parts have been replaced or returned to the manufacturer for evaluation. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's imaging system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. Device not returned by customer.

Event description:
The attached journal article was forwarded by a medtronic representative. Use of imaging system was reported. This is medical device report (MDR) two of two. See 1723170-2018-01088 for the first MDR. Over a ten-year period, 70 operations were performed on 66 patients with intracranial meningiomas using the medtronic imaging system. The mean age was 52 years with 18 male and 48 female. One patient with a left convexity meningioma had postoperative aphasia which resolved after 2 months, two patients had transient cranial neuropathies that ultimately resolved, and one patient had a small lacunar infarct after resection of a sphenoid wing meningioma that resulted in transient hemiparesis. Up to 15.7% of patients had surgery positively affected by intraoperative imaging either improving the resection or avoiding unnecessary additional dissection which could potentially harm critical neurologic structures.